Event description:
Physician used a spider fx 5 mm embolic protection device during a procedure to treat a lesion in the distal cca. The lesion had no calcification and the vessel had little tortuosity. The vessel was not pre-or post dilated. The physician followed the IFU during preparation, procedure and post procedure. It was reported that the delivery catheter tip marker detached from the delivery catheter during the procedure. The tip was found using angiography, however the physician opted to complete the procedure leaving the tip as patient¿s blood flow was normal. No patient injury was reported.